Event description:
Mics handpiece handle fell off during the procedure. The screw dropped out and the grey part of the handle slid off of the main portion. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: mics handpiece handle fell off during the procedure. The screw dropped out and the grey part of the handle slid off of the main portion. Product evaluation and results: visual inspection was performed and confirmed that the handle fell off during the procedure. The screw dropped out and the grey part of the handle slid off the main portion attempts to repair were unsuccessful. Mics failed visual inspection, handle cracked. Functional inspection, dimensional inspection and material analysis. Analysis were not performed as visual inspection confirmed the failure. Per wo-01916043 and 03909372, part was rtv for rework. Product history review: review of the device history records indicate 25 devices were manufactured under lot: k078l and 18 including 4200599 were accepted into final stock on 5/16/2016.review of qt16 - 05 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number: k078l, p/n: 209063 shows no other complaint related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc: 1429704 and CAPA: 1452931 are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece handle fell off during the procedure. The screw dropped out and the grey part of the handle slid off of the main portion. Case type: tka.